Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed, and a review of the system log confirmed the issue occurred on the field. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 31199, 32097, 32096, 31226, 1126, 25730, 23098, 32114). The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test and failed pointing to clock spring, parallelogram and rolling loop. Once testing was completed, the fibers were further tested, and it was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a communication fault among the fibers assembly (clock spring, parallelogram and rolling loop) within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a couple errors during the case, so they disabled the arm and were continuing with the case. The customer was aware that table motion does not work with a disabled arm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.